Event description:
It was reported that a patient underwent an aortotomy procedure on an unknown date in 2023 and suture was used. The surgeon was having issues with the suture she was using. The needle popped off of three sutures. One of the needles popped out of the needle holder and they had an unreconciled count. Another pack of suture from a different lot was used to continue with the procedure. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "one of the needles popped out of the needle holder and we had an unreconciled count" * could you please provide more details about the unreconciled count? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-09391, 2210968-2023-09392 and 2210968-2023-09393